Event description:
It was reported that, "the end of the shaft broke while dr was torqueing."

Manufacturer narrative:
Device was discarded by the hosp. No eval will be performed. If additional info is received, it will be reported on a supplemental report.